Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A patient implanted for spinal pain reported at implant they were told they wouldn't need to recharge until their next doctor visit but their implant died three days later while they were travelling without their recharger. The patient also had issues obtaining and maintain coupling; he couldn't always get the bars filled in and when he did he stated "he better not sneeze"or he would lose them. Recharging also took "forever or 12+ hours." It was further reported the patient never received the training they were promised and he was under anesthesia when talking to the manufacturer's representative (rep) after implant. In (B)(6) 2015, they noticed stimulation changed when their body position changed or if they shifted their weight. The patient would feel stimulation when sitting but then wouldn't feel it when standing. On (B)(6) 2015 the patient no longer felt stimulation on the right side of their leg and experienced a loss of therapy. On (B)(6) 2015 when the patient applied pressure to the implantable neurostimulator (ins) such as when they were recharging they felt stimulation changed. There were no recent traumas or falls reported that could be related to the issue, and there was no recent medical testing or emi exposure. The patient programmer (pp) was used to check the device which showed stimulation was on. Currently the patient had stimulation on group a with 1 program at 9.5 volts; there were no additional programs. It was reviewed with the patient they had the ability to increase/decrease stimulation. It was noted during the patient's trial he had separate programs for the left and right side, but with their permanent implant they didn't have that. It was further reported the patient met with the manufacturer's representative (rep) in november for reprogramming because they were experiencing stimulation in the abdomen when stimulation was meant to cover their waist, legs, and toes. On (B)(6), the patient was sorting parts on light duty at work and started to get sore and experience pain like before the stimulator was implanted. It was noted the patient was feeling stimulation, but the stimulation was higher than normal in relation to their anatomy. Stimulation should be in the lower back but they were feeling it towards the bottom of theirs ribs and upper stomach. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).